Event description:
This MDR is being submitted to report the reinfusion of damaged red blood cells as indicated by discolored urine. In 2006, during the second or third cycle into the plasmapheresis procedure, the auto-c machine indicated a hemoglobin detect message as "check for plasma line hb" alarm. There was a color change noted at the time of the alarm. The operator discontinued the procedure and disconnected the donor without re-infusion of the contents of the reservoir. This resulted in a 24 ml red blood cell (rbc) loss for this donor. Since donor had not had any prior rbc loss events, no deferral was required in association with this rbc loss. After disconnection, the donor was provided oral fluids and allowed to leave the center in no apparent distress. The next day (05-25-06, 11:30 am), the donor informed the staff that when voiding 1 1/2 hour after the last plasma donation, he noted that his urine was red in color. He had three episodes of discolored urine. The donor stated he thought he was passing a kidney stone; however, he denied having pain or any other signs and symptoms. He had no history of kidney stones. The donor indicated he was not having any problems except he still had red-tinged urine.

Manufacturer narrative:
The auto-c troubleshooting log for the instrument in use during the procedure was reviewed and indicated an hbdetect alarm was obtained during the procedure. No other alarms were obtained. There were no problems with venipuncture during this procedure. Test procedure data sheets dated 05/27/2006 (post event) and 12/07/05 (annual pm) were reviewed and indicate that the instrument was performing to specification when those tests were run. The disposable set and concomitant products were discarded by the customer. Review of complaints for the disposable set lot revealed no other reports of adverse events for that lot. This complaint is in the process of being investigated by baxter healthcare. If any significant information is revealed, a follow-up MDR will be submitted.